Event description:
Customer reported "unit just back from repair. Staff complaining of noxious odor from the system". On (B)(6) 2011, the biomedical engineer reported the first time the unit was used, after being repaired, there was a "strange electrical burning" odor with fumes which irritated and caused a burn like sensation to his eyes as well as the eyes of a few of the staff that were in the operating room. There was no smoke or sparks and there was no pt contact as the pt was not in the operating room at the time. The unit was turned off and removed from the operating room. No other treatment was received. He felt there was the potential for harm and reported that once the device was removed and the air in the room cleared, his eyes as well as the eyes of the staff no longer felt a burning sensation or were irritated.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.